Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis revealed a controller failed alarm was logged on (B)(6) 2024 at 17:18:09 indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). As a result, the reported controller failed alarm event was confirmed. The controller failed alarm is logged as a result of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, incl uding recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. Review of the controller log files revealed two (2) controller power up events without an associated motor start on (B)(6) 2024 at 17:26:53 and a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller at 17:27:00. Log file analysis also revealed a slight, brief decrease in power consumption and estimated flows on (B)(6) 2024. In addition, three (3) low flow alarms have been logged since (B)(6) 2024. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation and the available information, a possible root cause of the controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA pr00594989 is investigating this issue. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 11-nov-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller failed alarm while the ventricular assist device (vad) patient was at home. The controller was exchanged to the back up controller by the patient spouse, and the vad restarted without any issues. It was also reported that log files revealed the vad exhibited a vad disconnect and a low flow alarm. The vad remains in use. No patient complications have been reported as a result of this event.